Event description:
Power cord at entrance to unit melted and burned. Notified MFR who indicated this is a "common problem." MFR has updated parts to correct problem but rptr was not notified of this. This is a fire hazard and all fielded units should be upgraded. Facility's unit was only one month old.